Event description:
Reportedly, after firing the gia universal, the dlu could not be opened, it was possible to tear the black bottoms back, but the knife on the loading unit was not retired. Blood loss, 200ml and added 20 minutes more to the operation. Dr used a ta30 next to the gia universal and cut by the knife. Procedure: right lower lobectomy.